Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer checked and found that the station had no issues. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the ICU-2 pyxis medstation system, the tower 2 drawer had failed and produced triple clicks while recovering the drawer. The customer reported that this malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.